Event description:
The battery reached end of life after two years and seven months of use. The expected life was 3.5 years. The programming printouts were reviewed and the highest stimulation settings were one cathode per channel and in both channels: 2.8v, 90mcs, 135hz. The ipg was replaced. It was then noticed that both of the extensions had short-circuited; they were also replaced. The removed extensions were thrown away and will not be returned for analysis. The pt outcome was reported as "resolved".

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is rec'd from the hcp.